Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, and occlusion test. No excessive no delivery alarms noted. Device passed self test, unexpected restart error test, off no power test and all operating currents tested within the spec range. Device was monitored and tested with no low battery alert, bad battery alarm and unexpected battery out limit alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had no delivery alarm and also experienced high blood glucose level of 478 mg/dl. Troubleshoot was performed and customer reports event was resolved by changing complete set. The customer also reported that they had low battery alert. The customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis and reservoir will not be returned. .